Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under his front therapy electrode. Patient stated its little red dots like the holes on the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor prescribed a cortisone cream. Follow up indicated that the cream is helping with the skin irritation.